Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported the pump is displaying an e8 (power interrupt) error message; patient changed the batter and the battery cover with no success. Caller stated patient can't confirm the e8 message due to non- function of the up and ok button. No adverse event reported. Requested return of the alleged pump for evaluation.